Manufacturer narrative:
(B)(6). Complaint conclusion: the devices were not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The failure of coil detachment could not be confirmed without product return for analysis. The root cause of the issue could not be determined, and it is not possible to determine factors that may have contributed to the event based on information provided. There was no evidence of a manufacturing issue related to the failure to detach, therefore, no corrective actions will be taken at this time. This is an initial/final MDR. This is 1 of 2 mdrs that are being submitted for this complaint with associated manufacture report numbers of 1226348-2014-00162 and 1226348-2014-00161.

Event description:
During the coil embolization for type 2 endoleak at an unspecified target lesion site, the physician was successfully able to advance an unspecified excelsior 1018 (type unknown) to the target lesion site, and place two presidio (pc4181950-30 / c23384 and pc4181343-30/c25098) inside the aneurysm; however, both coils failed to detach. They were safely removed and new coils (lot unknown) were used with the same cable and box. The procedure was successfully completed without any further issues, and there was no patient injury/complications reported. Whether the procedure was delayed due to the complication is unknown. For the detachment device, an unspecified empower (type unknown) and unknown cable were used. The complaint products were new and had been stored per labeling instructions; however, it is unknown if the pre-deployment electrical check was performed; however, it was reported that the procedure was conducted in accordance with the IFU and a constant flush had been maintained at all times. No damages were reported on the devices after the event. There was no stretching or unintended detachment observed in the vessel or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. No additional information is available.